Event description:
Pt with status post left total knee arthroplasty in 1994. Increasing pain left knee. Loosening of tibial plate at x-ray 2002. 2002 revision of tibial prosthesis/left total knee arthroplasty.